Manufacturer narrative:
Returned device was evaluated and found to meet specification. There is marring on the bottom of the lock screw confirming the device loosened while in use in-situ. No radiographs were provided. The degree of spinal instability is unknown. DHR was reviewed and no non-conformances were found. It is unknown if the patient complied with post-op care instructions. There was no report that the patient sustained an impact/trauma of any sort. Review of labeling notes: "possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock." The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
On (B)(6) 2018 patient underwent a two level spinal fusion with posterior fixation. During follow up it was discovered a lock screw was loose. Revision surgery was performed to re-fixate the lock screw on (B)(6) 2018. Patient was asymptomatic.